Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a mobi-c implant had been implanted at c6/c7 and the surgeon checked positioning using an x-ray, discovering that the device had disassembled. The implant was replaced and there was no patient harm, and only a 15 minute procedural delay.